Event description:
This angiographic x-ray system during patient stent placement procedure restarted spontaneously. System had to be manually turned off and restarted to become operational. Patient was not injured but did experience chest pain and EKG changes.